Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the unsed device was autoclaved and melted partially. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record could not be reviewed because the lot number was unknown. Omsc confirmed the reported partial melt. If it was affected by autoclave, the entire mouthpiece was considered to melt because the temperature was applied to the entire object. However, since the melted part of the subject device was partial, it was possible that a part of the furnace became particularly hot due to abnormalities in the main body of the sterilizer or the set position and method of the subject device, and resulted in deformation and partial melt.